Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead perforated the heart causing the development of a pericardial effusion along with blood pressure drop. The surgeon had to perform surgery to drain the blood from the pericardium, stop the bleeding and extract the rv lead. A new rv lead was not implanted. It was noted that trend data did show a rise in rv threshold. No further patient complications have been reported as a result of this event.